Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 26941) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("nocturnal anxiety crisis"), suffocation feeling ("suffocation feeling"), abdominal pain ("abdominal pain"), myalgia ("muscular pain"), arthralgia ("articular pain"), rash ("skin eruption on the neck and on the low neckline"), visual impairment ("visual disturbances"), vertigo ("vertigos") and pharyngeal disorder, nasal disorder, and ear disorder ("ear-nose-throat disturbances"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced allergy to metals ("allergic to nickel"). The patient was treated with surgery (total hysterectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, suffocation feeling, abdominal pain, myalgia, arthralgia, rash, visual impairment, vertigo, respiratory disorder and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, myalgia, pelvic pain, rash, pharyngeal disorder, nasal disorder, and ear disorder , suffocation feeling, vertigo and visual impairment to be related to essure. Diagnostic results: investigations were performed for 3 years: CT-scans, MRI, blood tests, rheumatologist, osteopath, podologist and the patient suffered for 3 years. On (B)(6) 2016, allergologist found that patient was allergic to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: - pelvic pain: the analysis in the global safety database revealed 4.018 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-sep-2017: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no. 26941) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("nocturnal anxiety crisis"), suffocation feeling ("suffocation feeling"), abdominal pain ("abdominal pain"), myalgia ("muscular pain"), arthralgia ("articular pain"), rash ("skin eruption on the neck and on the low neckline"), visual impairment ("visual disturbances"), vertigo ("vertigos") and pharyngeal disorder, nasal disorder, and ear disorder ("ear-nose-throat disturbances"). On (B)(6) 2016, 1 year 10 months after insertion of essure, the patient experienced allergy to metals ("allergic to nickel"). The patient was treated with surgery (total hysterectomy was performed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, suffocation feeling, abdominal pain, myalgia, arthralgia, rash, visual impairment, vertigo, respiratory disorder and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, arthralgia, myalgia, pelvic pain, rash, pharyngeal disorder, nasal disorder, and ear disorder , suffocation feeling, vertigo and visual impairment to be related to essure. Diagnostic results: investigations were performed for 3 years: CT-scans, MRI, blood tests, rheumatologist, osteopath, podologist and the patient suffered for 3 years. On (B)(6) 2016, allergologist found that patient was allergic to nickel. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21aug2017 for the following meddra preferred terms: - pelvic pain: the analysis in the global safety database revealed 3.549 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.